Event description:
It was reported that the patient developed an abscess from the on-q pump. Date of surgery: 2008. Date of diagnosis: the following month.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this complaint was not available for evaluation. The lot number was provided by the initial reporter from the patient chart. The device history record was reviewed for lot 752817, and all manufacturing operations were found to be within specification. The sterility information for this lot was in the file. A review of the lot history found no other complaints for sterility issues for this lot. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.